Manufacturer narrative:
(B)(4).

Event description:
Customer reports that during the hernia repair, the shaft of the absortack (note: the resident was using the instrument at that time) bent and broke in 2. With the approval of the surgeon, the resident removed the instrument but they suspected that the broken tip may have damaged/lacerated the small intestine, although the surgeon did not notice at the time. The patient developed fever during the weekend and had to be reoperated on. It is only then that the surgeon (dr. (B)(4)) observed the small intestine was affected. Patient is still in intensive care. No tissue loss. Surgical time was not delayed by more than 30 minutes. No reinforcement material was used. The device will not be returned for investigation, it was discarded after the 1st surgery.